Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 588 mg/dl and ketones were present. A bolus was delivered to address bg. Customer went to the emergency room (ER); bg was 417 mg/dl. Intravenous fluids were administered. After 8 hours, customer left the ER feeling better. Bg was 300 mg/dl. Customer did not know cause of elevated bg was not known. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. Reportedly, customer used admelog insulin in the cartridge. Cts informed customer that admelog was not labeled for use with the pump.